Event description:
It was reported the patient would experience ¿shocking¿ when stimulation was increased. The patient felt the shocking sensation about 1-2 weeks prior and four days prior. The most recent shock was noted to be ¿bad.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v826029, implanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).